Event description:
During follow-up, the patient notifier was tested and the patient felt the alert.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a follow-up, the vibration alert was unable to be felt when tested. The physician elected to take no action. The patient was in good condition.